Manufacturer narrative:
One cadd pump was returned for analysis. Visual inspection performed and product found to have a stripped coin latch. Customer's complaint was not verified. Expulsor, coin latch, and downstream occlusion sensor replaced as a precaution. The problem source is unknown.

Event description:
Information was received that the cadd prizm pump failed due to a malfunction. No reported adverse effects.